Event description:
A report was received from the clinical study associating a cypher stent with restenosis two weeks after implantation. The procedure was conducted on a male pt with a hypertension and hyperlipidemia. The target lesion was 15 to 20mm in length and 2.5mm in diameter. It was de novo, eccentric with a 45 to 90 degree angulation and moderate calcification in the mid left anterior descending coronary artery (lad). The unk cypher stent was implanted in the mid lad, pressures unk. Two weeks later, the pt presented with a restenosis of the stent implanted in the lad, and it was treated by stenting. Another lesion in an unk vessel was also treated.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.